Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with elevated glucose up to 372 mg/dl by meter and 277 mg/dl by continuous monitor, associated with missed meal announcements and limited training engagement; education and troubleshooting were provided and additional trainings were scheduled. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included out-of-range glucose for approximately three days, self-management with device-directed corrections, and use of backup therapy, with no professional medical intervention or hospitalization. Investigation included technical support review of use patterns and user education. Investigation of this case revealed inadequate meal announcements and user handling issues rather than a device malfunction. It was concluded that the event was attributable to user technique and training needs rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.